Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient faced bent cannula issue upon removal with four out of five infusion sets. She reported that when the needle was removed from the injection site, it was as if a part of the tubing was stuck there and during the withdrawal, the needle was twisted. Therefore, the insulin was blocked in the tubing section internally at the same time or maybe hours later. Due to this, she experienced diabetic ketoacidosis and high blood glucose level. Subsequently, the patient was hospitalized, where her diabetes was controlled but she found herself hyperglycemic repeatedly. The patient had been in the hospital for a week and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.